Event description:
It was reported to philips that the device gave an error indicating image hard disk storage was lacking space, which can impact imaging. The device was inside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the procedure was completed as planned by deleting some studies and restarting the system. It was reported that the device gave an error indicating image hard disk storage was lacking space, which can impact imaging. Review of the log files confirmed the image disk error (read error). Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the access to the ippc hhdd images was failing. Fse replaced the ippc and hdd. After the replacement of ippc and hdd, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.